Event description:
Pt controller pumps. Liquid quartz display (lcd). The alphanumeric segments are starting to fail. A total of six units have had segment failures. This could give a misreading to the medical staff on dosage. Also see #1003428.